Event description:
A hemodialysis patient was having an allergic reaction with this dialyzer. A call was placed to this facility and additional information and the treatment sheets were received from the reporting rn. It was learned that this patient started dialysis therapy then, 1 hour into the dialysis treament, the patient reported back pain. The back pain has been a recurrent symptom and lasted for approximately 60 minutes. Also, additionally, the other reported symptom that occurred from this event was anxiety. At the peak of symptoms, the bp was 227/116 with a pulse of 101. The patient was given a normal saline flush and the dialysis treatment was discontinued. The patient was sent to the hospital to rule out a filter reaction. The patient was not admitted and was discharged to ther home. The patient continues hemodialysis at this facility with a different dialyzer prescription. A companion sample is available.